Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an audible alarm, and watchdog error - which a software update did not rectify. The software update was unsuccessful in solving our alarms. There was unknown patient involvement.

Manufacturer narrative:
D4: UDI; corrected. H3 and h6. Evaluation codes: updated. One device was received. Device analysis: the complaint was not verified during testing and unable to connect to the ethernet to get history log. Cannot determine the cause but alarm loudness found as level 1. Performed power on test and found base not responding alarm, battery communication failed occurred even after replacing battery; interconnect pcb failed to function as intended; performed speaker test and found alarm loudness is at level 1; device has software version 1.6.1 and device came in without battery. Replaced battery and waiting for customer approval to proceed further. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.